Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a repeated error 319 at power up. They had attempted to restart the system multiple times. The technical support engineer (tse) explained the issue was related to the touchpad on console 2. The tse suggested that they could power off console 2 and use the system in a single console configuration. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse came onsite to replace the manipulator controller ergo base (mceb) on the console. The fse powered the system on in normal mode using each console one by one and was unable to reproduce the error 319. The fse successfully completed the aperture session for mceb replacement with no issues. The fse replaced the console sadd board. The system was tested and verified as ready for use.